Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) levels were elevated for a whole week (500mg/dl). The customer treated bgs by resuming insulin continually. The customer's contact could not provide a lot of detail on the event. Tandem technical support educated the contact on how to check the pump's history on the dates in question.